Manufacturer narrative:
Additional information: d9, h3, h4, h6 and h10. H10: one (1) device was received for evaluation. During visual inspection, the device underwent a lighted inspection for 3 seconds against a white background and 3 seconds against a black background and a small clear plastic piece was observed floating from the membrane port. This particle appears to be detached from the membrane of the port. The reported condition was verified. The cause of the condition could not be determined. The remaining three (3) devices were not received for evaluation; therefore, a device analysis could not be completed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The date of the event was reported as an unknown date from (B)(6) 2021 to present. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported particulate matter was observed in four (4) intravia containers. The pm was described as ¿plastic like particles¿ observed in the finalized sterile compounded bags. The device was filled with an unknown solution (reported as one of the following medications: milrinone, ampicillin, dobutamine or foscarnet). Per baxter¿s recommendations, the user(s) were not using a needle greater than 18 gauge. The event occurred prior to patient use. Therefore, there was no patient involvement. No additional information is available.